Manufacturer narrative:
Eval code-conclusion updated.. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Concomitant product: product ID 8637-40, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type pump; product ID 8591-38, lot # c43589, product type accessory. (B)(4). Analysis of the catheter found a catheter body hole (or torn catheter) caused by the metal pin of the pump connector poking.

Event description:
On 2015-10-27, information was received from a physician via a company representative regarding a patient who was receiving morphine 10mg/ml at 0.138 mg/hr via an implantable pump for non-malignant pain, failed back surgery syndrome and a herniated disc. On an unknown date, the catheter migrated and was explanted. Additional information has been requested regarding the event date, diagnostics and symptoms, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from healthcare provider (hcp) via a clinical study regarding a patient receiving compounded morphine (10 mg/ml at 4.504 mg/day) via an implantable infusion pump. The migration was confirmed on (B)(6) 2015 during a scheduled pump replacement. The patient was enrolled in the registry at the time of this pump replacement. The previously existing catheter had migrated. No diagnostics were reported related to the event. The pump was reprogrammed multiple times without relief. The patient had experienced decreased pain relief. If additional information is received, a follow-up report will be sent.